Manufacturer narrative:
(B)(4). A service engineer found a t-connector and plastic tube were broken, they were replaced and the device worked properly.

Event description:
It was reported that during testing a ventilator was inoperative. There was no patient involvement.